Event description:
Pt given injection and bled. Staff member felt blood on hand even though, she was wearing a glove. Upon inspection, she noted a hole in the glove. Blood reached her skin through the hole. Upon investigation, manager reports staff have seen holes in gloves in past. Dose or amount: 150/box. Dates of use: (B)(6) 2010. Diagnosis or reason for use: universal precaution hand protection.